Event description:
The reporter stated that the device result was 150mg/dl. She was shaky and sweaty and retested and then the results was 60, 64, 66 and then 56mg/dl. Paramedics were called, their meter read 60mg/dl. She said she was given glucose from a tube and kept in the hospital for 2 1/2 days.